Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open when the user attempted to issue an item. A technical support specialist (tss) guided the user to use a long ruler or similar object to check through the small gap in the drawer 4 to ensure nothing was obstructing it. After the user did that, the tss attempted to open the drawer using setup zones, and it opened successfully. The tss then logged out and asked the user to retry. The drawer opened successfully, and the user was able to issue the item without any issues, resolving the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer does not open when user attempted to issue an item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.